Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("constant pain in fallopian tube area") in a female patient who had essure (ess205) (batch no. 628952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included diabetes, depression, anhedonia, suicidal ideation, bowel adhesions, adenomyosis and cervicitis. Concomitant products included insulin since 2004 and metformin since 2004 for diabetes. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria hospitalization, medically significant and intervention required), arthralgia ("constant pain in hips"), vulvovaginal pain ("constant vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with antibiotics, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy and essure removal). Essure (ess205) was removed on (B)(6) 2014. On (B)(6) 2014, the adnexa uteri pain, arthralgia, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved. At the time of the report, the urinary tract infection, female sexual dysfunction, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she communicated with healthcare provider concerning removal of essure device - she complained of symptoms, went to the emergency room and was hospitalized numerous times. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85.714 kgs. Hysterosalpingogram - on an unknown date: ultrasound scan vagina - on an unknown date: essure in proper place. Concerning the injuries reported in this case, the following one was reported via social media: pain. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received. Lot number added. Historical & concomitant conditions drugs were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("constant pain in fallopian tube area") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included diabetes. Concomitant products included insulin since 2004 and metformin since 2004 for diabetes. In february 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria hospitalization, medically significant and intervention required), arthralgia ("constant pain in hips"), vulvovaginal pain ("constant vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with antibiotics, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy and essure removal). Essure (ess205) was removed on(B)(6)2014. On (B)(6)2014, the adnexa uteri pain, arthralgia, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved. At the time of the report, the urinary tract infection, female sexual dysfunction, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she communicated with healthcare provider concerning removal of essure device - she complained of symptoms, went to the emergency room and was hospitalized numerous times. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85.714 kgs. Hysterosalpingogram - on an unknown date: ultrasound scan vagina - on an unknown date: essure in proper place concerning the injuries reported in this case, the following one was reported via social media: pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet (pfs) ¿ plaintiff¿s demographic data; medical history (migraines); concomitant condition (diabetes); concomitant medication (insulin and metformin); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); previous adverse event amendment (from pain/pain on right to constant pain in fallopian tube area + constant pain in hips + constant vaginal pain); new adverse events (abnormal bleeding (vaginal, menorrhagia), urinary tract infection, apareunia (inability to have sexual intercourse), migraines /headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, and weight gain); treatment drugs (antibiotics for urinary tract infection and topamax for migraines); imaging exams (transvaginal ultrasound (tvu)); and essure removal method (hysterectomy with bilateral salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain on right") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results: she had hysterosalpingogram. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: case received via social media: reporter health professional added and case is medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("constant pain in fallopian tube area") in an adult female patient who had essure (ess205) (batch no. 628952-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included diabetes, depression, anhedonia, suicidal ideation, bowel adhesions, adenomyosis, cervicitis and obesity. Concomitant products included insulin since 2004 and metformin since 2004 for diabetes. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2013, the patient experienced adnexa uteri pain (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("constant pain in hips"), vulvovaginal pain ("constant vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and pelvic adhesions ("surgery (other) type of surgery: diagnostic lysis of adhesions"). The patient was treated with antibiotics, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy and essure removal). Essure (ess205) was removed on (B)(6) 2014. On (B)(6) 2014, the adnexa uteri pain, arthralgia, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved. At the time of the report, the urinary tract infection, female sexual dysfunction, migraine, vaginal discharge, weight increased and pelvic adhesions outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic adhesions, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she communicated with healthcare provider concerning removal of essure device - she complained of symptoms, went to the emergency room and was hospitalized numerous times. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on an unknown date: ultrasound scan vagina - on an unknown date: essure in proper place. Concerning the injuries reported in this case, the following one was reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received: device insertion and removal date was updated. Concomitant disease added. Event lysis of adhesions was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.